Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the screen turns black due to a broken imaging cable. In addition, no image was obtained. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the endoeye flex deflectable videoscope has image defect. During a standard service inspection of the customer returned device, broken imaging cable and no image were noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 26-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, likely causes include a defect of the image sensor unit, or failure of internal board of video connector unit or the system. Olympus will continue to monitor field performance for this device.